Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: inexplicable reboot events, which can be indicative of the reported event, were observed in the black box data. The threads of the battery compartment were damaged. The battery compartment was observed to be cracked in the thread area and below the grip pad; evidence of moisture damage was found inside of the battery compartment. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU). The battery cap contact measurements were found to be within the specifications. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and further evidence of moisture ingress was observed on internal components. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event was not duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.